Event description:
This report does not pertain to a specific patient situation, injury or death. Rather, it is intended to communicate a device concern that may impact the newborn population. During postpartum hospitalization, close physical interactions between mother and newborn facilitate attachment, breastfeeding, and relationship competence. Due to the rigors of child birth, these early interactions primarily occur while the mother and newborn infant co-occupy the maternal hospital bed. The challenge during this time is to support these important interactions in the hospital while ensuring the safety of the newborn. A literature review indicated that newborn "falls" and drops, collectively referred to as falls, remains largely unaddressed. Should the mother lose control of the infant, the design of the maternal bed may be a factor in allowing the newborn to fall to the floor. The mother may lose control of the infant for several reasons, including but not limited to the following: sleep, medications, environmental distraction, physical fatigue, unfamiliarity with the height and operation of the bed, or unfamiliarity with handling their newborn infant.====================== manufacturer response for maternal post partum bed, hill rom post partum bed======================manufacturer recently notified of the concern. Bed is no longer manufactured by hill rom, so no modifications are pending or expected.